Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The unit was returned to a covidien service center. Upon triage, a service tech found that a power cord plug is burnt with hot and neutral pins missing and the ground pin bent.